Event description:
This is a spontaneous case report received from a medical doctor in the united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted on unspecified date. On unspecified date the patient was complaining of symptoms of pelvic pain from essure insert. At that time they decided she wanted them removed. He removed them the week prior to this report. Company causality comment: this medically confirmed spontaneous case report refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented symptoms of pelvic pain and essure was removed, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this particular case, patient was complaining of symptoms of pelvic pain from essure insert and she had them removed. It was removed the week prior to this report. Considering the event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical analysis has been sought.

Manufacturer narrative:
Follow-up received on 24-aug-2016 (quality-safety evaluation was received): (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed spontaneous case report refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented symptoms of pelvic pain and essure was removed, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this particular case, patient was complaining of symptoms of pelvic pain from essure insert and she had them removed. It was removed the week prior to this report. Considering the event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is expected.

Manufacturer narrative:
Follow-up received on 04-nov-2016 follow-up attempts were done but no answer was received. Follow-up from 08-nov-2016: follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented symptoms of pelvic pain and essure was removed, serious event due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic pain may occur. In this particular case, patient was complaining of symptoms of pelvic pain from essure insert and she had them removed. It was removed the week prior to this report. Considering the event's nature and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information could not be obtained despite follow-up attempts.